Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery consumption was increasing in a gradual fashion. This device remains in service, however device replacement was advised. No adverse patient effects were reported. Additional information received reported that this ICD was explanted and replaced. No additional adverse patient effects were reported. The ICD was retained by the explanting facility, and sent to pathology.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery consumption was increasing in a gradual fashion. This device remains in service, however device replacement was advised. No adverse patient effects were reported.